Event description:
It was reported that on (B)(6)2022 in the maternity department the stapler no longer closes the scar properly as staples are not completely closed, they are shaped as like a triangle.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.